Event description:
It was reported that error 319 occurred on universal surgical manipulator (usm) 3 when the system was booted up. Customer performed a power cycle but the issue persisted. Fse confirmed the error pointed to the axes controller setup (acu) board. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error 319 pointed to the axes controller setup (acu) board and determined that the flex was faulty. Fse replaced the universal surgical manipulator (usm) 3 flex to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 3 flex was analyzed and in remotefe, multiple 319 node not present errors were seen, confirming the fault occurred in the field. The flex was installed onto fa¿s system and immediately triggered the 319 error. After further investigation, one of the fiber lines was not able to pass light through using a flashlight. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure of the fiber cable within the flex. This issue was resolved by replacing the component. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).